Manufacturer narrative:
Date sent to FDA: (B)(4) 2018, patient codes: (B)(4). It was reported that following insertion the patient experienced obstruction, abdominal pain, infection, recurrence of hernia, inflammation.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Additional patient code: (B)(4). It was reported that following procedure the patient experienced adhesion, erosion, abscess, fistula formation, seroma formation, granulomatous response. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.